Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 around 08:45:00 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment. The patient was in the hospital at the time of the event and hospital staff were present. Review of the patient's downloaded flag files indicates that an arrhythmia was detected at 03:20:27. The ECG recording shows that the patient was in bradycardia at 40 bpm with artifact. The patient received an inappropriate treatment at 03:21:39 while in bradycardia at 40 bpm with artifact. Artifact of unknown original contributed to the false detection. Following the treatment shock, the patient remained in bradycardia at 40 bpm with artifact. At 06:20:07 the device detected asystole. The ECG recording shows that the patient was in severe bradycardia at 10-20 bpm from 06:20:07 until 06:25:36. A review of the patient's continuous ECG recording shows that at 06:25:36 the patient's rhythm was polymorphic atrial fibrillation from 40 to 100 bpm. The patient's rhythm later transitioned to bradycardia at 20 bpm with motion artifact. Artifact remained present on the ECG until the device was shutdown at 08:51:56. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was in a life-sustaining rhythm prior to and following the inappropriate treatment. Bradycardia is considered to be a non-treatable rhythm by the lifevest.